Manufacturer narrative:
This report is being submitted as follow-up no. 3 for mfg. Report no. 1118880-2015-00032 to provide the return sample evaluation results. The actual wire and needle were returned to the manufacturing facility for evaluation. There were no visual defects observed with the needle. The wire showed no indication of being unraveled as initially reported. Therefore, this report does not meet the criteria for adverse event reporting. However, because the initial report has already been submitted prior to the additional information being received, this report is being submitted as follow-up to further detail the investigation. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up no. 3 for mfg. Report no. 1118880-2015-00032 to provide the return sample evaluation results.

Event description:
The user facility reported issues with the precision device. Follow up communication with the user facility reported the following information: (1) the wire unraveled when removed through the needle; (2) the procedure outcome was successful; and (3) the patient's condition was reported as stable.

Manufacturer narrative:
The actual device has not been returned to the manufacturer for evaluation and the investigation has yet to be completed. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date the manufacturing facility received the actual sample. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. Actual device not returned.

Manufacturer narrative:
As stated, this report is being submitted as follow-up # 1 for mfg. Report # 1118880-2015-00032 to provide the evaluation results from the retention of the reported lot as well as the surrounding lots. An evaluation of the reported lot and the surrounding lots manufactured was conducted. A visual inspection confirmed there were anomalies noted. In addition, functional and dimensional testing confirmed the product met manufacturing specification. A review of the device history record for the reported part/lot combination did not reveal any issues during the manufacturing of the reported lot. A search of the complaint database confirmed there have been no similar reports for the reported part/lot number combination. Although the exact cause of the reported event cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 1118880-2015-00032 to provide the evaluation results from the retention of the reported lot as well as the surrounding lots.

Manufacturer narrative:
As stated, this report is being submitted as follow-up # 2 for mfg. Report # 1118880-2015-00032 to provide a follow up on the status of this report. The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be submitted within 30 days from the date that this report was sent. For this reason (B)(6) was used in the conclusions section . All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up # 2 for mfg. Report # 1118880-2015-00032 to provide a follow up on the status of this report.